Event description:
The physician was using an amphirion deep balloon to treat the anterior tibial artery which was reported to be non- tortuous with severe calcification. The physician cannulated the lesion with a 0.14 wire, crossed the stenosis lesion with the balloon catheter and inflated. Once deflated and removing from vessel, the shaft detached leaving the balloon material in the vessel as well as the distal end of the shaft. There was a successful attempt to remove the distal end of the balloon with a retrieval device by the operating surgeon. The vessel was engaged with laparoscopic forceps and removed the device. No issues noted during inflation and deflation and sufficient time was given for balloon to completely deflate before removal. No patient injury reported. No clinical sequelae reported.

Manufacturer narrative:
Evaluation, results: root cause unknown. Conclusion: root cause unknown. Evaluation in progress. (B)(4).